Event description:
It was reported that there was a hole in the balloon. Further follow up with the customer indicated that once the catheter was inserted into the patient the balloon would not inflate. No report of patient complications.

Manufacturer narrative:
We received one 120804ff embolectomy catheter for examination. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured. There is no damage to the balloon windings or the catheter body. The latex was cut and the latex moved distal on the catheter tip. The latex sections do not appear to match so there appears to be a missing section of latex. As stated in the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter". The pull force for this catheter is 5 lbs nominal and 2 lbs minimum on a inflated balloon. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.